Event description:
Foreign body found by x-ray when the pt was sent for a post insertion check and was removed.

Manufacturer narrative:
The device has not been returned to the MFR for eval, as the foreign body was discarded after the event occurred. A lhr review is not possible, as no mfg lot number has been provided by the complainant.